Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report with supplemental information provided by a nurse in the USA of peritonitis with a culture positive for pasteurella in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis in (B)(6) 2012. In (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. At the time of discharge (date unknown) patient recovered and was retrained for using proper aseptic technique after the peritonitis event. It was reported the patient recovered from the peritonitis. The nurse reported the cause of the peritonitis event was the patient's cats were in the room playing with the tubing during pd therapy.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-breach in aseptic issue and peritonitis. The complaint was confirmed because the nurse reported a break in aseptic technique by the patient's cats playing with the tubing during peritoneal dialysis therapy. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was a user error identified with no product allegation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.